Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited a shorted shocking condition during a routine device changeout procedure. This observation was made during the delivery of a 21j shock. Subsequent shocks with the device successfully converted the patient, and no additional shorted conditions were observed. To date, there have been no reported patient symptoms associated with this clinical observation.